Event description:
Major pump unit(s) involved: blood pump. Additional text: inflow cannula. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: malposition causing hemolysis. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : intended pump change out but patient coded. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition.